Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle issue [needle issue]. Injection site can become sore at times [injection site pain]. Injection site suffers with bruising [injection site bruising]. Injecting in the groin since the start of her treatment [product administered at inappropriate site]. Nurse at initial training taught to give the injection in the flat part of skin in groin area [product communication issue]. Doctor prescribed norditrpin for leri weill syndrome [off label use]. Case description: study ID: 3268-nordicare ireland . Study description: patient support programme to provide nurse support to patients starting and continuing norditropin in the form of a home care service along with a delivery service to patients home for growth hormone therapy. Patient's height: 119 cm. Patient's weight: 27.4 kg. Patient's bmi: 19.348916. This serious solicited report from ireland was reported by a patient family member or friend as "needle issue(needle issue)" with an unspecified onset date , "injection site can become sore at times(injection site pain)" with an unspecified onset date , "injection site suffers with bruising(injection site bruising)" with an unspecified onset date , "injecting in the groin since the start of her treatment(drug administered at inappropriate site)" with an unspecified onset date , "nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue)" with an unspecified onset date , "doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication)" with an unspecified onset date and concerned a 8 years old female patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy", nordiject penmate (device) from unknown start date for "device therapy", norditropin flexpro 5 mg/1.5 ml (somatropin) solution for injection (dose, frequency & route used - 0.6 mg, qd, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "leri weill syndrome". Current condition: leri-weill syndrome, anxiety with the needle. It was reported that there was indeed a technical complaint on the products. Patient was diagnosed with a rare condition called leri - weill syndrome and doctor commenced norditropin 4 years ago for the same. The patient had used "nordi penmate" from the start of the treatment and also uses novo fine needles 31g, 6mm. On an unspecified date approximately 4 years ago patient's injection site became sore at times and suffers with bruising. Bruising occurred overnight, patient's mother was giving injection in evening and would notice it in the morning. Patient had been injecting the drug in the groin since the start of her treatment. Patient has alternated the groin site from right leg to left leg. Patient's mother said this was how she was taught by the nurse during her initial training to give the injection in the flat part of skin in groin area. Nurse gave patient's mother the novo nordisk leaflet and showed in writing on the leaflet the areas to inject were abdomen or thighs. Now injecting into thigh patient felt that the pen mate was not working correctly and requested a replacement if possible. Patient has huge anxiety and was afraid of needles and hence patient's mother planned to try stop using penmate. Batch numbers: norditropin flexpro 5 mg/1.5 ml: mc75438; novofine 6mm (31g): requested. Nordipenmate: requested. Action taken to norditropin flexpro 5 mg/1.5 ml was reported as no change. The outcome for the event "needle issue(needle issue)" was not reported. On (B)(6) 2022 the outcome for the event "injection site can become sore at times(injection site pain)" was recovered. On (B)(6) 2022 the outcome for the event "injection site suffers with bruising(injection site bruising)" was recovered. On (B)(6) 2022 the outcome for the event "injecting in the groin since the start of her treatment(drug administered at inappropriate site)" was recovered. The outcome for the event "nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue)" was not reported. The outcome for the event "doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication)" was not reported. Reporter's causality (novofine 6mm (31g)) - needle issue(needle issue) : unknown. Injection site can become sore at times(injection site pain) : unknown. Injection site suffers with bruising(injection site bruising) : unknown . Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : unknown. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : unknown. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : unknown. Company's causality (novofine 6mm (31g)) - needle issue(needle issue) : possible. Injection site can become sore at times(injection site pain) : possible. Injection site suffers with bruising(injection site bruising) : possible. Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : possible. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : possible. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : possible . Reporter's causality (nordiject penmate) - needle issue(needle issue) : unknown. Injection site can become sore at times(injection site pain) : probable. Injection site suffers with bruising(injection site bruising) : probable. Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : unknown. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : unknown. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : unknown. Company's causality (nordiject penmate) - needle issue(needle issue) : possible. Injection site can become sore at times(injection site pain) : possible . Injection site suffers with bruising(injection site bruising) : possible. Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : possible. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : possible. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : possible. Reporter's causality (norditropin flexpro 5 mg/1.5 ml) - needle issue(needle issue) : unknown. Injection site can become sore at times(injection site pain) : probable. Injection site suffers with bruising(injection site bruising) : probable. Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : probable. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : unknown . Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : unknown. Company's causality (norditropin flexpro 5 mg/1.5 ml) - needle issue(needle issue) : possible. Injection site can become sore at times(injection site pain) : possible. Injection site suffers with bruising(injection site bruising) : unlikely . Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : possible. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : possible. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : possible. Since last submission, the case has been updated with the following: nordipenmate and novofine was changed to suspect. Event of needle issue was added. Narrative updated accordingly. Company comment: 'injection site pain' and "product administered at inappropriate site" are assessed as listed and 'injection site bruising' as unlisted according to the novo nordisk current ccds information on norditropin. Product being administered at inappropriate site is assessed as a risk factor for injection site bruising. Considering the known safety profile of norditropin and with the forementioned risk factor injection site bruising is assessed as unlikely related to suspect drug. This single case report is not considered to change the current knowledge of the safety profile of norditropin. Reporter comment: patient's mother advised that this was not the correct area to inject. Advice given to cease injecting into this area and advised on correct injection sites. Does the reporter think other products might have contributed to the event? No.

Event description:
Case description: since last submission, case was updated with the following: annex g: g04092 imdrf codes updated for novofine 6mm (31g). Narrative updated accordingly.

Event description:
Case description: patient's body mass index (bmi): 19.348916. Dosage regimens: novofine 6mm (31g): nordiject penmate: norditropin flexpro 5 mg/1.5 ml: investigational results: name: novofine 31g, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: nordi penmate, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, case was updated with the following: investigation result updated. Annex b, c, d and g codes codes added. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2022: the suspected devices novofine needle / nordiject penmate has not been returned to novo nordisk for evaluation. Neither the batch number nor the sample was available in spite of repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needles. Considering the nature of events, injury at the injection site, it could be attributed to incorrect handling of the product. Company comment: 'injection site pain' and "product administered at inappropriate site" are assessed as listed and 'injection site bruising' as unlisted according to the novo nordisk current ccds information on norditropin. Product being administered at inappropriate site is assessed as a risk factor for injection site bruising. Considering the known safety profile of norditropin and with the forementioned risk factor injection site bruising is assessed as unlikely related to suspect drug. This single case report is not considered to change the current knowledge of the safety profile of norditropin. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #/ reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: this serious solicited report from ireland was reported by a patient family member or friend as "needle issue (needle issue)" with an unspecified onset date , "injection site can become sore at times (injection site pain)" with an unspecified onset date , "injection site suffers with bruising (injection site bruising)" with an unspecified onset date , "injecting in the groin since the start of her treatment (drug administered at inappropriate site)" with an unspecified onset date , "nurse at initial training taught to give the injection in the flat part of skin in groin area (product communication issue)" with an unspecified onset date , "doctor prescrbed norditrpin for leri weill syndrome (off label use in unapproved indication)" with an unspecified onset date and concerned a 8 years old female patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy", nordi penmate graphic (device) from unknown start date for "device therapy", norditropin flexpro 5 mg/1.5 ml (somatropin) from unknown start date and ongoing for "leri weill syndrome", dosage regimens: nordi penmate graphic: batch numbers: novofine 6mm (31g): nordi penmate graphic: norditropin flexpro 5 mg/1.5 ml: mc75438; reporter's causality (nordi penmate graphic) - needle issue(needle issue) : unknown. Injection site can become sore at times(injection site pain) : probable. Injection site suffers with bruising(injection site bruising) : probable. Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : unknown. Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : unknown. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : unknown . Company's causality (nordi penmate graphic) - needle issue (needle issue) : possible. Injection site can become sore at times(injection site pain) : possible. Injection site suffers with bruising (injection site bruising) : possible. Injecting in the groin since the start of her treatment(drug administered at inappropriate site) : possible . Nurse at initial training taught to give the injection in the flat part of skin in groin area(product communication issue) : possible. Doctor prescrbed norditrpin for leri weill syndrome(off label use in unapproved indication) : possible. On (B)(6) 2024, an amendement was performed . Since last submission the following information has been amended. The suspect product coding was corrected from nordiject penmate to nordipenmate graphic. An amr has been filed for the same.